Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per representative, (B)(4), this lead was explanted and replaced due to diaphragmatic stimulation. This lead was replaced with am OEM device. There were no other adverse patient side effects reported. Should additional information become available, this event will be updated.